Event description:
It was reported that the user replaced a freestyle libre 3 plus sensor, activated it via the abbott app, and encountered a sensor availability issue due to the sensor being in use by another device, while using the ilet system and misusing meal announcements to manage blood glucose, resulting in hyperglycemia with a reported reading of 268 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no alerts or alarms, no reported injury, and no healthcare utilization. Investigation included technical support troubleshooting, education on proper use of meal announcements, and transfer to the sensor manufacturer for potential emergency replacement. Investigation of this case revealed user technique concerns affecting algorithm performance and a sensor pairing or connection conflict while paired to the libre app. It was concluded that the event was consistent with user-related use error and sensor connectivity configuration contributing to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.